Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found: the tamper seal was broken/removed. The device was in used condition, not in its original packaging, decontaminated. Also the downstream occlusion (dso) seal was bubbled, upstream occlusion (uso) seal was worn, latch handle bent, and the rdc lemo connector was damaged. The complaint was confirmed via visual inspection. What caused the dso seal to become degraded could not be established. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Dso seal was replaced.

Event description:
It was reported that the device had a downstream occlusion seal degradation. This was found before infusion. There was no patient involvement and no harm/adverse event reported.